Event description:
Customer reported meter results of 428 mg/dl and 107 mg/dl within 10 minutes on the advantage system. No adverse event reported. A request was made for the return of the system, replacement was sent.